Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states on the left and right seat frame the holes where you attach the seat upholstery is cracked.